Event description:
Customer called to report that there was clear fluid on top of the cartridges of the unicel dxc 800 synchron system. Fluid was also observed on the drip tray beneath probe b, and was leaking from the wash collar. Customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found fluid in the reagent drip tray. The fse removed and replaced the wash collar, the wash collar vertical mount and the t-valve. The fse determined that a prematurely worn wash collar caused the event; replacement of the t-valve and the vertical mount were performed as preventive measures. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).